Event description:
It was reported that during the implant procedure the pacing lead electrode was hooked in the superior vena cava (svc) and it was difficult to extract. It was further reported that once the lead was removed the physician observed that the helix was extended and had difficulty retracting it. The attempted lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).